Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent occlusion alarms. Customer's blood glucose level reached 450 mg/dl. Customer did not provide additional information regarding the reported issue.